Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from u.s.a. Stating that the device will not hold the cutter. It is unk that the event did not occur during surgery; it is also known that there was no pt user injury or medical intervention reported related to this occurrence. No additional info available.